Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency department after receiving multiple shocks from the device. Interrogation revealed the device entered backup vvi mode due to broken telemetry between the device and the merlin transmitter. The device parameters were restored through a reset. The patient was in stable condition before, during, and after the interrogation and reprogramming.